Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. It was also noted that the device was not able to be interrogated with a consult device. Analysis of device data was requested. Technical services discussed that this was a false positive explant indicator related to a software update and that all other device functions remain available. This pacemaker remains in service. No adverse patient effects were reported.